Manufacturer narrative:
The insulin pump had cracked battery tube threads, reservoir tube lip completely broken off and test reservoir did not lock/click into the reservoir tube properly, minor scratched display window and missing end cap sticker.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the rim of the reservoir compartment broke off. The insulin pump was returned for analysis.